Event description:
(B)(4). Event took place in (B)(6). Leakage on priming, devices replaced during use.

Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. The incident indicates transportation/ storage failure. Investigation is still running. 100%-leakage-tightness test has been implemented in cleanroom. Representative samples are inspected for leak tightness after sterilization. If no further information becomes available and in case no corrective/preventive action is indicated pajunk considers this file as closed.